Event description:
Pump button was reported as not working following caller's interaction with the device. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.